Event description:
Livanova received report that lifesparc system stopped twice and restarted during support. The next morning the controller was exchanged at bedside without any interruption of ECMO support. Reportedly, no issues were found with controller but it was decided to pre-emptively exchange it. Sn not documented. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the lifesparc system . The incident occurred in (B)(6). Through follow-up communication livanova learned that it was not recorded on the medical register if the controller restarted twice on its own or if the medical staff restarted it. In addition, it was learned that the controller was not made available for investigation and no further analysis is possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Based on the available information, it cannot be ruled out that most likely root cause of the reported event are the following: -user error that switched off the unit inadvertently; -sudden power failure; -intermittent inability of the sbc to drive outputs to the hardware watchdog.

Event description:
See initial report.